Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The client reports that when fitting the bidirectional autoflush valves (vygon) on the luer tip of the catheter, the thread on one of the catheters split; the child had to be operated on emergently to change the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.